Manufacturer narrative:
The observed internal cannula tear is related to action #98586. The pod generated an 0x3d hazard alarm indicating step sensor asserted before wire driven. Investigation of the returned device found a tear in the internal portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone14.7 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
An investigation of a returned pod found a tear in the cannula. No impact to the patient's glucose level was reported. The device was originally reported for pod hazard alarm/alert/advisory during bolus.